Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken sensor. The broken part was found. Unable to confirm sensor damage due to customer returned opened/used.

Event description:
It was reported of missing electrode from sensor when it was extracted. The customer's blood glucose reading was unknown. The customer stated that the green light did not blink 6 times after a while.